Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the rv lead. The increase in impedance was a gradual increase. No abnormal lead performance such as pacing and sensing was observed and found normal. The lead was explanted and replaced. Patient tolerated procedure well and is stable.